Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-05950.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels. The blood glucose reading was 46 mg/dl, which the customer treated with glucose tabs. She stated she felt okay. She also stated that she had already replaced the sensor and no interstitial fluid measurement was available yet. Advised replacement of the sensor and to monitor and call back if any further assistance was necessary. Nothing further reported.